Event description:
There was no problem of the subject device in pre-operation test. But the device did not activate output during a procedure. During the checking of the device outside the pt, the probe tip broke. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval. The eval confirmed that the probe broke down at 17mm from the distal end. There was no scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the inner side of the probe curve as the starting point. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. The physician observed an irregularity of output and withdrew the subject device as directed. Consequently, during checking the device outside the pt's body, the probe broke due to activating output. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon finding of the eval, this report appears to be related to user handling.